Event description:
No additional information received.

Manufacturer narrative:
Updated annex e & f code. No 20019e7ds sample was available for investigation. The customer reported that the affected sample was from lot ta240149 and when connecting the "smartsite (both the ports were clamped) with cannula, the backflow came outside the port of smartsite within fraction of seconds." As part of the investigation, the customer provided a photograph of the reported issue; analysis of the photograph confirmed the customer's experience as blood leakage was found on the bed. However it was not clear if any damage was present on the smartsite, nor if the pinch clamp had been fully applied. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot ta240149 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7ds set in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking. The following information was received by the initial reporter with the following verbatim: when customer connected smartsite (both the ports were clamped) with cannula, the backflow came outside the port of smartsite within fraction of seconds. The patient's blood was all over the bed. It's a serious leakage issue.